Event description:
Patient was shocked six times by an automated medtronic lifepak cr plus for a non-shockable rhythm. The rhythm, that was shocked was sinus tachycardia with bundle branch block. This machine was downloaded by the company tech to enable the cardiologist to determine what had occurred. The machine states in its' instructions with the machine that it will only shock for ventricular fibrillation and ventricular tachycardia.